Event description:
New information notes that the emi was the diagnosis based on behavior and presentation of egms. No reoccurrence of episodes has been noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock due to apparent emi. Known and existing issue. The patient was seen in clinic on (B)(6) 2018 and programming changes were made. Patient and device will be monitored via remote monitoring. The patient condition is stable.